Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to the device migration. The pt reported that the device had moved from their chest to their armpit. The pt experiences arm pain as a result of the device migration and cannot move their left arm very well. Treating neurologist reportedly indicated that he would need to reposition the device, but that he wanted to wait for the swelling to go down from initial implant surgery prior to performing the revision. Device diagnostic testing was within normal limits, indicating proper device function. The pt has reportedly not had a seizure since implant.